Event description:
It was reported that the device was used during an unknown procedure. It was reported that the handpiece had no function. The case was completed with another h3tuv. There was no patient consequence.